Manufacturer narrative:
(B)(4). Patient average age 75 +/- 9 years; gender majority 68% males; weight 76+/-15kg; date of event - estimated; date of implant - estimated. Attachment article titled: elevated mitral valve pressure gradient after mitraclip implantation deteriorates long-term outcome in patients with severe mitralregurgitation and severe heart failure. The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report possible adverse events. It was reported through a research article identifying, mitraclip that may be related to mitral stenosis, tissue damage, mitral valve surgery, left ventricular assist device implant, re-hospitalization, re-do procedure, mitral regurgitation, pericardial tamponade/effusion, retroperitoneal hematoma, transfusion, fistula, anemia, atrial fibrillation, and medication. Details are listed the attached article, titled elevated mitral valve pressure gradient after mitraclip implantation deteriorates long-term outcome in patients with severe mitral regurgitation and severe heart failure. Please see attachment for additional information.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of atrial fibrillation, arterio-venous fistula, hematoma, mitral regurgitation, mitral stenosis, mitral valve injury/tissue damage and pericardial effusion are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.